Manufacturer narrative:
Device evaluation by MFR: the device nc emerge mr, ous 2.50mm x 12mm, catheter was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material identified a complete circumferential tear in the mid-section (3mm proximal to the distal markerband) of the balloon. In addition, the inner lumen was stretched at 4.6cm from the distal tip. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14apr2025. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 70% stenosed target lesion was located in a severely calcified lesion in the middle right coronary artery. A 2.50mm x 12mm balloon catheter was advanced but could not pass through the lesion. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable. However, returned device analysis revealed a balloon longitudinal tear.